Manufacturer narrative:
Evaluation: since the product was not returned for evaluation the reported issue could not be confirmed. This report is being submitted solely on the reported issue. If the device does not adhere as expected, catheter could become dislodged or risk of infection if there is not a good seal. This report is being submitted as a result of a remediation CAPA to reassess product risks. No further actions will be taken. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
Customer reported the device did not hold. The dressing detached during a patient episode of sweating. It is unknown when the issue was discovered and no patient incident or injury was reported.